Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation, and the stent was still loaded in the delivery catheter. The inner catheter was not protruding the tip, but the delivery system sheath tip was invaginated. During testing, the system could be flushed from both ports, and a system compatible guidewire could be carefully fed since the inner catheter was inside the catheter tip and advanced through the catheter. The investigation is closed with confirmed results for tip invagination. This type of event may be related to damage to the delivery system caused during shipping, storage or during preparation for use. In this case, it was reported that an 9f introducer was used with a 0.035" guidewire for access and it was unknown if the device was flushed before use or not. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU states examine the packaging and endovascular system to determine if there is any damage, defects or if the sterile barrier is compromised. Do not use the device if any of these conditions are observed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepared for a stent graft placement procedure using fluency plus endovascular stent graft. Prior to procedure, it was reported that the tip was allegedly bent. There was no patient contact.